Event description:
An arterial pressure exceeded alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient received two units of prbc (actual date not reported). No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the alarm to cannulation issues. The cycler alarmed appropriately. There is no evidence of a device malfunction. The blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user guide when an alarm cannot be resolved. The user guide contains probable causes of alarms and adequate troubleshooting instructions. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.